Manufacturer narrative:
(B)(4).

Event description:
It was reported that interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) prior to a scheduled magnetic resonance imaging (MRI), noted the device recorded a charge timeout and long charge time messages. It was reported that the device had delivered shock therapy approximately 5 months ago. Sensing was noted to be flat in primary and small in alternate. An x-ray was taken and showed that this electrode had pulled back. Boston scientific technical services (ts) noted that based on the electrode moving out of position, sensing would be impacted and also noted that the previous delivery of shock therapy may have damaged the device and replacement was recommended. Surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) prior to a scheduled magnetic resonance imaging (MRI), noted the device recorded a charge timeout and long charge time messages. It was reported that the device had delivered shock therapy approximately 5 months ago. Sensing was noted to be flat in primary and small in alternate. An x-ray was taken and showed that this electrode had pulled back. Boston scientific technical services (ts) noted that based on the electrode moving out of position, sensing would be impacted and also noted that the previous delivery of shock therapy may have damaged the device and replacement was recommended. Surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.